Event description:
An medtronic ent rep experienced 4mm of superior inaccuracy. The surgery was completed without the use of the navigation system. There was no injury to the pt.

Manufacturer narrative:
No parts or files have been received by the MFR.